Event description:
New information notes that the atrial lead was revised on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Correction: for h1 not being selected.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r oversensing, mode switch and inappropriate capture and x-ray confirmed dislodgement on the atrial (ra) lead. No changes or intervention were reported. The patient was in stable condition.